Event description:
It was reported the pt has been experiencing ineffective stimulation coverage around the ipg site and is receiving effective coverage as desired in other areas. Reprogramming was attempted to no avail. The pt is working with his physician to determine a resolution.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.